Event description:
It was reported that pump displayed malfunction code malf 1 with an associated fault ID, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer had not previously reset pump for this malfunction, so technical support provided pump reset information, assisted customer with resetting pump, and referenced an earlier unconfirmed malfunction event documented in a prior case.